Event description:
Reportedly, in the follow-up data from the remote monitoring report sent on (B)(6) 2022, the ventricular threshold showed a high value (2.0v). However, a follow-up interrogation was performed on (B)(6) 2022, and the measured ventricular threshold was 0.75v. The pacemaker was set to vvi mode. No anomaly was found in the remote reports from november and december 2021, and the automatic threshold setting was used in the subject home monitor.

Event description:
Reportedly, in the follow-up data from the remote monitoring report sent on (B)(6) 2022, the ventricular threshold showed an unexpected high value (2.0 v). However, a follow-up interrogation was performed on (B)(6) 2022, and the measured ventricular threshold was 0.75 v. The pacemaker was set to vvi mode. No anomaly was found in the remote reports from (B)(6) and (B)(6) 2021, and the automatic threshold setting was set in 'monitor' mode.